Event description:
On (B)(6) 2009, a "miniarc single incision sling system" was implanted to treat "pelvic organ prolapse." Reportedly, "as a result of having the product implanted in her , since (B)(6) 2011," the patient has experienced, "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial deformity, has undergone corrective surgery;" "painful scarring and worsening and continuing dyspareunia;" "additional hospital admission;" "mesh erosion, shrinkage, hardening, chronic pain and worsening dyspareunia," that lead to vaginal surgery; the patient "required and will continue to require healthcare and services."

Manufacturer narrative:
The miniarc sling is intended for use in the treatment of female urinary stress incontinence resulting from urethral hypermobility and/or intrinsic sphincter deficiency (isd). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.